Manufacturer narrative:
The lot number was manufactured between august 11, 2018 - august 12, 2018. The actual devices were not available; however, two (2) companion samples were received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the samples and no leak was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. It was further reported that the bags had tiny holes in the plastic. The leak was discovered during product preparation. There was no patient involvement. No additional information is available.